Manufacturer narrative:
Based on the investigation results, a manufacturing deficiency was not identified. Current manufacturing mitigations are in-place to detect and reject particulates/fibers on the valve and in the jar. It is possible that the particulate matter contacted the valve during use by the customer. A definitive time and method by which the particulate came into contact with the valve could not be conclusively determined.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: multiple fiber-like particulates were isolated for chemistry testing. Ir spectrum of the unknown fiber-like particulates showed similar absorption characteristics when comparing to cellulose and polyester like materials.

Manufacturer narrative:
Evaluation summary: customer report that "valve had visible defects" was confirmed as received. The valve had multiple fiber-like particulates attached to the inflow aspect of the leaflets. The valve was rinsed two times using saline solution as per IFU instructions; the fiber-like particulates remained attached to the leaflets post rinse. Measurements of some of the larger fiber-like particulates were measured to be approximately, 4mm long; 2.5mm long; 3.5mm long; 2mm long. Suture holes were not visible on the sewing ring. The holder remained attached to the valve. All three sutures at the cutting channels remained intact. The ID tag had been removed and was returned. X-ray demonstrated the wireform to be intact. The fiber-like particulates will be sent to chemistry for testing. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device has been sent for further analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. (B)(4).

Event description:
It was reported that a 3300tfx 23mm aortic valve had visible defects which were discovered during valve preparation. The surgeon did not implant the device. The avr procedure was performed with a good outcome with another 3300tfx 23mm valve.